Event description:
It was reported that during an superficial femoral artery procedure (off-label use), the stent was unable to be deployed as the catheter shaft accordianed. The entire system was removed and the procedure rescheduled for 1/200. No further complications were reported.